Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The tubing was revised. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The tubing was revised because it was bothersome to the patient. The related device was implanted on (B)(6) 2019. No components were explanted. The patient is recovering and there were no adverse patient effects.